Event description:
It was reported that, during inspection, it was identified that the power had decreased and error code 199 (cooling system error-chiller failed to reach 17 degrees celsius plus/minus 2 degrees celsius within about 1.5 minutes) was displayed. There was no patient involved.